Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of 500 to 600 mg/dl at the time of the incident. The customer was at 125 mg/dl at the time of the call. The customer was given manual injections to treat the high. The customer was wearing the insulin pump during the incident. The customer stated the basals and boluses were not working on their pump. Troubleshooting was not completed as the customer declined. The customer was given manual injections to treat the high and ended up with a low of 18 mg/dl. The customer ate food to correct the low. The insulin pump will be returned for analysis. Customer weight updated.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08730 inches. Unit was received with minor scratched display window and case.

Manufacturer narrative:
The device received with all operating currents within specification and passed functional testing including the rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery, self test, unexpected restart error and displacement test. Pump passed the dat test at 0.08730 inches. The device received with minor scratched display window and case.